Event description:
Boston scientific advantage fit model #00002741 was placed (B)(6) 2015, for usi. Went home with foley catheter because I could not urinate on my own. Came out 3 days later. Several weeks later I was getting out of bed with assistance and felt a horrible painful rip on lower right pelvic area. At week 5 I started to not be able to urinate very well again, and then it stopped all together at which time my bladder filled to 1550 milliliters and I had to drive myself to the hospital to have a catheter placed in to drain. That lead to an enlarged bladder to this day. On (B)(6) 2015 surgeon went in to do a revision on the bladder mesh to allow me to urinate on my own. I am still having severe pain in pelvis and now in my back going down into right leg. The (B)(6) 2015 surgery would cause all of these pains to worsen. A softball size mass protruded from my low pelvic area where I had felt that pain a few weeks after surgery . I deal with all of these pains until finally I cannot, and my husband and I try to have sex for the first time since after the original bladder sling surgery was placed and we only had sex once which was too painful and did not try anymore until now which would be (B)(6) 2015. I was also not only having vaginal pain and burning but clumps of tissue now hung out from inside my vagina as well. Beginning with just foreplay, my husband just inserted his finger which caused intense burning and severe pain which I could not take and had to make hip stop. I went to see my doctor which she told me I had severe scar tissue and nerve damage in my vagina so bad she couldn't get the speculum in there to view without causing me horrific pain, and the mass was most likely a hernia that felt incarcerated. I saw general surgery on (B)(6) 2015, the surgeon sent me for a stat CT scan and on my way home I was called back to the hospital for an emergency surgery. She found a large rare richter's hernia at my low right pelvic area and another right at my bladder. Both were believed to have been caused by the sling having shrunk up and pulling my abdominal wall open allowing my small intestines to pour through and get caught. Three hernia's were repaired that day using only sutures at my request and I spent 6 days in the hospital. Again a foley catheter was needed for 3-4 days due to my inability to urinate on my own after surgery\. On (B)(6) 2015 my husband rushed me to the ER for increased pain and vomiting where they did a CT scan and determined that I had air pockets that stretched from my left side all the way to my mid abdomen and multiple abscess down my abdomen. Later to show it would be a staph infection. The surgeon warned me about the outcome. She said "if I needed an open sizable would she would need to put me in an induced coma" so naturally I was very afraid. My one large incision that stretched from my naval to my pubic bone had to be cut back open, she tunneled through to get all the air pockets and then she drained the abscesses and left a 10 x 5 x 3 deep open would in my abdomen that I had to be hooked to the wound vac. When I woke up from surgery, I was asked if I knew my name and where I was etc, something I hadn't been asked in previous surgeries so I thought she had in fact put me in an induced coma, but luckily I hadn't. It was a very difficult recovery. I needed much stronger pain medications and spent 8 ays in the hospital. I had no choice but to fly by myself still attached to wound vac home to florida where the rest of my family is for more help. I am seeing a new uro/gyn surgeon who will hopefully be scheduling to remove the mesh soon, after 6 different tests are performed. The mesh is now some how in my vagina. I have severe back pain that goes down my leg as well. I walk with a walker now. Me and my husband have not had intercourse in close to a year. I live on pain medication that only eases the pain. I have to wear depends now because I loose control of my bowels nearly everyday, which is humiliating multiple uti's.